Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a test battery cap and cartridge cap were used for investigation. The battery compartment was found to be cracked from the threads down to the case seal on the side. Unrelated to the complaint, the text on the display screen was found to be dim and reddish. Also unrelated to the complaint, the bolus button cover was found to be torn; however, the bolus button was still found to be responsive.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. Reportedly, there was no damage to the battery cap and no moisture or corrosion in the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.